Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2023 wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-01741. It was reported that following a recent fall, the patient experienced ineffective therapy. Troubleshooting revealed high impedances on the octrode lead and the quattrode lead was not providing effective therapy. As a result, surgical intervention may be undertaken in the future.